Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. Osaka minato central hospital, organization for promotion of regional medical function isoji 1-7-1, minato-ku, osaka city, japan, osaka 552-0003, japan without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that this was a percutaneous posterior spinal fusion for stenosis on (B)(6) 2022. The set screw in question was idled when the torque was applied and tightened. The cross-thread was confirmed. The operation was completed with a new replacement. Then, the tab of the screw was broken irregularly at the 0.5 to 1 mm part of the connecting part when the tab was cut as per surgical technique. The remain of the tab has left in the screw head. The surgeon determined that there was no harm on the patient and removal was impossible. The surgery was completed successfully without any surgical delay. Patient status: stable. No further information is available. This report is for one (1)cortical fix xtab 435x40mm ti this is report 2 of 3 for complaint (B)(4).